Manufacturer narrative:
Corrections: b4 - added today's date of the follow-up report, g2 - report source: other selected and maude report numbers added, g3 - added awareness date of when the maude reports were received, e4 - selected yes. H10 - updated manufacturer narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: email and maude reports mw5116587 and mw5116587.

Event description:
Reported false positive sars result for 1 consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. Consumer reported testing continuously positive (about 10 tests) with quickvue otc since approximately (B)(6) 2023 and each positive result is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to determine. Source: email.